Event description:
The customer reported that they had a viewsonic (B)(4) display that failed (no power). There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wires or wireless connections. Welch allyn technical support received the display from the customer and confirmed the allegation that the display failed and would not power on. Welch allyn replaced the display per the service contract. (Replaced per service contract).